Event description:
It was reported that after a pta balloon was inflated and deflated once, it became stuck within the 7f sheath during removal. The pta balloon dilatation catheter and sheath were removed together as one unit. Another pta balloon dilatation catheter and sheath were used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The lot number was provided. A review of the device history records is underway. The device has been returned to the MFR for evaluation. The investigation is currently underway.